Event description:
It was reported that the piece of the ceramic bevel at the tip of the wand broke off during a hip procedure. The surgeon could not find it in the joint and the piece may or may not have been removed via outflow suction or could still be in the patient. There was a delay of several minutes while the surgeon tried to locate the piece that broke off and no device was used after. X-rays were made to the patient; however, it is unknown if the broken piece was found.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the top section of the spacer has been detached from the remaining spacer. There is minimal wear with dried tissue present on the electrodes. There are scuff marks present on the spacer as well. The cable and suction has been detached prior to being received for evaluation. There are no manufacturing abnormalities visually observed with the returned device. Due to the cut cable a functional evaluation could not be conducted. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.